Event description:
It was reported the unit keeps shutting off. The external pulse generator (epg) was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments. However, analysis did find that the upper and lower cases were broken, the side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched and the liquid crystal display (lcd) was missing segments.